Event description:
It was reported that the right ventricular and left ventricular leads dislodged. Both leads were repositioned and remain in use. The patient was enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.